Event description:
Customer reportedly obtained results of 282 mg/dl and 54 mg/dl on the same device within 10 minutes. Customer reports eating due to feeling hypoglycemia. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.